Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Patient code: no code available (3191) is used to capture device revision or replacement.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 patient code: no code available (3191) used to capture the joint laxity.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient had a left tka revision performed on (B)(6) 2019. Surgeon informed the sales rep. That patient didn't go a very good job on his rehab and was unable to get the knee into full extension now. Surgeon wanted to do a poly swap revision, downsize the thickness and do some soft tissue releases in order to get the patient back into full extension. Surgeon removed the poly, trialed with one size lower and along with some soft tissues releases. Was able to get the knee into full extension and closed. Doi: (B)(6) 2019, dor: (B)(6) 2020, left knee.